Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. Additional information was requested and the following was obtained: "were there any changes in the patient's post-operative care as a result of the alleged device deficiencies? I am not aware of any changes.".

Event description:
It was reported that during a CABG procedure, the device misfired three times on three different clip applier handles. The branches of the internal mammary that surgeon used as a conduit were injured due to the clip and had to be repaired with 7-0 proline stitches twice on two separate injuries due to the clip not clipping all the way close. One device available for return.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023 d4: batch # unk additional information was requested and the following was obtained: "per the sales rep there were three devices involved please clarify how the device ¿misfired¿. Did device not feed clips?: yes. Did device feed clips sideways?: no. Did device not fire clips (jammed)?: no. Did device fire malformed clips?: yes, the clip did not close all the way. Did device fire scissored clips?: no. Did device drop or eject clips? No". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any patient consequences?" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. D4: batch # unk. Additional information was requested and the following was obtained: were there any patient consequences? "As for your question, that seems ambiguous. The fact that the clips malformed and tore vessels that had to be repaired via suture seems like a patient consequence, but I will leave that interpretation up to you and your department. " attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any changes in the patient's post-operative care as a result of the alleged device deficiencies?"